Manufacturer narrative:
An investigation of the damaged ostase qc and calibrator vials was conducted at bci (B)(4) determined the glass vials are not compatible to freezing at -70 degrees celsius. A 100% inspection is conducted when the vial labeling process is performed.

Event description:
Beckman coulter (B)(4) reported one damaged ostase qc vial, which leaked leak. One qc box was impacted by damaged qc vial. The customer did not report affect to patients or end users in association to this event.